Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of abscess, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Patient (who is also a health professional) reported being injected in the cheek and chin/jowl area with 2 cc of juvéderm voluma® xc. Patient had an abscess tooth removed around the same time as the injection. After the injection, patient reported their cheeks were painful and tender. Patient was treated with 3 rounds of antibiotics and the symptom completely resolved within 48 hours. Patient also reported they had an injection with juvéderm volbella® xc in the lips but no adverse reactions in that area.